Event description:
It was reported that pump became stuck and pump history was no longer visible, with no blood glucose information available. There was no reported impact to the customer¿s blood glucose level. Distributor arranged for pump to be returned for evaluation, later found that pump started, charged, and connected to computer, but history showed prior registry and data error alert and confirmed that history had been erased, and customer received replacement pump while further analysis of returned device was pending.